Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it was reported that procedural factors [overcorrection of the valve by the operator during deployment] contributed to malposition of the valve. In addition, there was minimal aortic valve/leaflet calcification present. There is no allegation or evidence the patient¿s death was due to valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the 23mm sapien xt valve was positioned in the annulus 50:50 for deployment. Upon deployment the valve shifted ventricular and the operator pushed aortic. The valve ended up 90:10 [aortic/ventricular]. A second valve was prepped and deployed 50:50. The valve malposition was attributed to the operators attempt to correct the valve position. In the attempt, the valve was overcorrected and ended up 90:10 [aortic: ventricular]. A bav was not performed. The native annular and leaflet calcification for this patient was described as mild. Coaxial alignment of the delivery system and valve was good. Image intensifier angle was good. Ventilation was held during valve deployment. There was no loss of pacing capture during valve deployment. Ejection fraction was 35%. Additional information was received indicating this patient expired one day after the tavr procedure. The implanting physician stated the patient had undergone a catheterization that morning, all coronaries were open and perfusing, however the patient was very acidotic. No other information was provided on the cause of death.